Manufacturer narrative:
Date rec'd by MFR: 05/07/2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. The philips field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the touchscreen would not respond to touch. There was no patient involvement. The event date was not specified; estimate used.